Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported having multiple crimped cannula issues with 15 infusion sets. He experienced diabetic ketoacidosis and highest blood glucose level reported was over 600 mg/dl. He also had high level of ketones, which was identified as dangerous/life threatening by a healthcare professional. The patient took corrective bolus and multiple dose injection therapy to resolve the blood glucose issue. Subsequently, he was admitted to the hospital where he received insulin drip, which resolved the issue. The infusion set had been in use for approximately two days. The patient did not notice any damage when the package was first opened. There was no permanent damage to the patient. He was released from the hospital after three days. At the time of this report, patient's blood glucose level was at 360 mg/dl. No further information available.